Event description:
An error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced headache, nausea, and vomiting and was seen at a hospital where they were diagnosed with diabetic ketoacidosis (dka) and provided intravenous insulin and blood thinners for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.